Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported therapy was not working. Patient synched with patient programmer (pp) during the call and pp showed stim was off. Patient was on program 3 at 2.1v. Patient was instructed to turn therapy on and patient decreased stim to 1.5v because stim was too strong. Patient stated she did not know how therapy was turned off. It was noted that troubleshooting resolved the reported issue. There were no further complications that have been reported as a result of this event.